Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump and resumed insulin therapy. Additionally, the customer reported a blood glucose (bg) level of 49-50 mg/dl; cause was unknown. Customer consumed carbohydrates to address the bg level.